Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one resolute onyx coronary drug eluting stent failed to cross the lesion. The lesion being treated was non-tortuous, non-calcified lesion with 80% stenosis in the proximal left anterior descending (lad) artery. The device was inspected prior to use with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. After multiple attempts to deliver the stent were unsuccessful, the stent was removed and noted to be slightly deformed. Resistance was noted when removing the device. As the lesion was narrow, there was a tendency to use too much force during removal. A new resolute onyx stent was used as a replacement and the stent was successfully implanted in the patient. No further pre-dilation was performed after the device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis one image was received for evaluation. The image shows a stent on a balloon. The stent is positioned between the markerbands as per specification. No deformation of the stent is visible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.